Manufacturer narrative:
Device evaluation: the device was returned for evaluation. Testing of the device verified the reported issue. Internal examination showed the interconnect board was 8 years old and likely caused the problem due to age of component.

Event description:
It was reported the device gave a "battery timeout" error. No adverse effects to patient reported.